Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states both motors will jerk and thrust the chair forward and both motors fight to go straight and will veer left or right on their own.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The right motor/gearbox was returned for evaluation; however, the motor was unable to be tested due to box damage (broken strain relief), and subsequent testing of the gearbox could not verify the complaint. Per the evaluation, the gearbox operated properly during the bench test with a known good motor, and it passed sciemetrics. However, it was unable to be tested under load. The left motor/gearbox was also returned for evaluation, however subsequent testing of the motor and gearbox could not verify the complaint. Per the evaluation, the unit operated properly during the bench test with no jerking or thrusting, and it passed sciemetrics. It was unable to be tested under load. However, the underlying cause of the complaint issue could not be determined.

Event description:
Provider states both motors will jerk and thrust the chair forward and both motors fight to go straight and will veer left or right on their own.